Manufacturer narrative:
Device evaluation of battery pack was completed. The reported problem (unable to power on monitor) was due to the battery being excessively discharged. Upon further investigation, there was liquid contamination found throughout the battery and battery connector. Reporting out of an abundance of caution for liquid contamination. The root cause of the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.